Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that the g5 application alarms were only working intermittently. No injury or medical intervention was reported. No additional event or patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.